Event description:
It was reported that the pilot balloon of the tracheostomy tube was inflated, but would not hold volume from once placed, causing inability to appropriately ventilate. The tracheostomy tube was removed and replaced. The tracheostomy tube was in use for not more than thirty-six hours. The cuff was pre-tested. The tracheostomy tube was inadvertently thrown away.